Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed. H6. Component code 4755 - user error : incorrect meal announcement use.

Event description:
On (B)(6) 2025 the user reported recurring high and low bg levels ranging from 330 mg/dl to 50 mg/dl. The user stated that missed or delayed meal announcements resulted in overcorrection and hypoglycemia, which was treated with juice. No ems or hospitalization was required.